Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in san antonio, texas. Through follow-up communication livanova learned that at times the user had to place a heavy object to close the lid. Furthermore, he/she used other lids and the alarm came on. A livanova field service representative was dispatched to the facility to investigate the device: involved s5 mast roller pump was tested and the lid inspected to evaluate any damage. As a precaution, lid was replaced. The serial read-out of the pump (real time device parameters and setting recording file) was retrieved. Subsequent functional verification testing was completed without issues and the unit was returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 mast roller pump stopped during a procedure. There was no patient injury.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2013. Through follow-up communication with livanova field service representative, it was learned that the arterial pump stopped such as the lid got opened, the s5 console gave visual messages and audible alarms when the issue occurred, no further issues have been experienced by the customer after the replacement of the lid. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed and confirmed that on the date of the event the reported alarms were stored in the pump microcontroller. Based on all the collected information, it cannot be excluded that the magnetic field generated by the cover magnet was weak and, at times, not read correctly, which caused the console to wrongly detect the lid as it was open and trigger the arterial pump stop.

Event description:
See initial report.